Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7120-65 (competitor product), implanted: (B)(6) 2008; 5076-58 lead, implanted: (B)(6) 2011; d274drg device, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary:the distal segment of the lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The inner insulation had a depression breach, and the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had no capture or sensing. The lead was removed and replaced during a system upgrade from implantable cardioverter defibrillator (ICD) to a bi-ventricular (bi-v). No patient complications have been reported as a result of this event.